Manufacturer narrative:
The customer contacted a siemens customer care center; the customer reported that the millipore filter in their laboratory was replaced last week and the customer utilized another source of water to feed into the dimension exl 200 instrument. The customer also reported that quality controls (qcs) were within acceptable ranges on the day of the event. A siemens specialist requested for filter data for samples that were run prior to and after the issue began; based on the filter data, the siemens specialist determined that a water issue contributed to the flagged and discordant enzymatic carbonate (eco2) results. The customer revealed to siemens that an incorrect water source was used. The customer dumped the water, rinsed the instrument's water jug, and primed the instrument with water. Then, the customer ran a system check and qcs; the system check passed, and qcs recovered within acceptable ranges. A use error contributed to the flagged and discordant eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they obtained flagged and discordant enzymatic carbonate (eco2) results on two patient samples on a dimension exl 200 instrument after changing the water source that feeds into the instrument. The discordant results were not reported to the physician(s) and the customer reported that after the water source was changed, only flagged results were obtained on patient samples. Due to this, the customer sent the affected samples to an alternate laboratory for testing. The customer did not have the results obtained at the alternate laboratory. The results obtained at the alternate laboratory were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged and discordant eco2 results.